Event description:
During a conversation with the physician the spnc representative became aware of the (B)(6) 2011 case. This was a left sided, cardiac lead removal case conducted in the operating room with both arterial line placement and fluoroscopy in use. Patient presented with eroded leads and an acute pocket infection. Three leads (ra, rv and lv) of unknown age were to be removed. The ra lead was prepped with an lld number 2 and the md began lasing with the 14f sls ii. The sls and outer sheath were advanced to innominate vein, just proximal to ra junction, and additional force was needed to advance the sls. The additional force with outer sheath caused a longitudinal tear at innominate vein (proximal vena cava) and two perforations in the ra. With the sls across the innominate vein and ra it created a bridge so the tear was not recognized until the sls and outer sheath were removed. At this point the patient's arterial blood pressure dropped and intervention began. An emergent thoracotomy was performed within two minutes and a tear at the innominate/svc junction was discovered. Repair and resuscitation was attempted but unfortunately the patient could not recover and expired.

Manufacturer narrative:
No devices were retained for return analysis. Several ((B)(4) 2011) unsuccessful attempts were made to obtain further device information.